Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm and left iliac aneurysm in 2000. Aneurysm size and vessel morpholgy are unknown. Computerized tomography (CT) scan showed complete exclusion of the iliac aneurysm; however, it showed a persistent endoleak in the abdominal aortic aneurysm from the internal iliac artery. The physician had attempted unsuccessfully to embolize the endoleak. F/u CT scans demonstrated aneurysm expansion; therefore, a decision was made to remove the endoprosthesis. On event date, the pt was brought to the operating room for explant of the stent graft system and open surgical repair of the aneurysm. An incision was made through the skin and subcutaneous tissue and an abdominal exploration was carried out. The pt had a large mass in the retroperitoneum in the area of the aorta with minimal pulsatility. The aneurysmal neck, renal arteries, common iliac arteries, internal iliac arteries, external iliac arteries, and the left iliac aneurysm were identified and prepared for cross-clamping. The arteries were clamped, and the aneurysm sac was opened. Bleeding was noted from lumbar branches at the terminal aorta. The stent graft was firmly adhered proximally and distally. The left iliac limb was detached from the bifurcated stent graft in order to aid its removal from the left iliac artery. There was a large amount of thrombus just proximal to the aortic bifurcation, and several coils were noted in the internal iliac artery with no back-bleeding. Firm tissue in-growth was noted at the left distal attachment site. The left iliac limb was removed. The proximal neck was also well-incorporated, and the bifurcated stent graft was removed with some difficulty. Several lumbar ateries were found to be back-bleeding; therefore, they were oversewn and ligated. A #18 bifurcated graft was anastomosed first to the proximal aorta, then to the left external iliac artery, then to the right common iliac artery. The retroperitoneal tissues and aneurysm wall were closed around the graft. The incision were closed. The pt tolerated the procedure well and left the operating room in satisfactory condition. No add'l sequelae were reported. The explanted stent graft has been rec'd by medtronic ave, and its analysis is pending.

Event description:
Explant investigation and analysis concluded that a persistent type ii endoleak, from patent lumbar arteries, is the likely cause for the expanding aneurysm. The single strut fracture and holes are not likely to have contributed to a type ii leak. It is noted that although sutures were broken throughout these components, the sealzones were firmly adherent to the aortic vessel and no migration was observed.

Event description:
The pt was 66 years old when the device was implanted. The pt has a history of cardiovascular disease, pulmonary vascular disease, and hypertension. One day prior to implantation of the stent graft, the pt had coil embolization of a large 8 cm right iliac artery aneurysm. Notes from the implant procedure have been received. The diameter of the abdominal aortic aneurysm was 6.7 cm. The pt was prepped and draped in the usual sterile manner. The appropriate needles, guidewires, and catheters were utlilized. The common femoral arteries were isolated, and the aneurysm was cannulated to the level of the renal arteries. Arteriogram verified occlusion of the internal iliac artery annsurysm. The bifurcated stent graft was inserted and deployed just below the renal arteries. No difficulty in position of the stent graft were reported either proximally or distally. An iliac limb was placed on the right side, and an iliac limb and an extender cuff was implanted to obtain a seal in the left iliac artery. Arteriogram demonstrated a small amount of contrast extravasation, which appeared to be coming through the grafts. There was no proximal or distal endoleak. The pt left the operating room in satisafactory condition with palpable right posterior tibial and dorsalis pedis pulses and a warm left foot with excellent doppler sounds. A computerized tomography (CT) scan performed on 4/24/2000 demonstrated an aneurysm diameter of 6.5 cm. On 9/12/2000, a right iliac artery embolization was performed to repair a type ii endoleak. Arteriogram demonstrated small branches from the right internal iliac artery that formed a collateral network of multiple small tributaries which fill the aneurysm as well as the medial sacral artery. Outfloe was noted through the fourth lumbar arteries. The network of collateral arteris from the right iliac system provide filing to the branches of the left internal iliac artery. The posterior branch of the internal iliac artery was accessed, and the largest feeding vessel was embolized. Flow into the aneurysm was noted to be decreased, but other collaterals were seen still filing the aneurysm. A CT scan performed on 10/25/2000 demonstrated an aneurysm diameter of 6.7 cm. The diameter of the iliac aneurysm was approx 8 cm in diameter. The proximal seal was intact, but contrast was noted within the aortic lumen posterior to the left limb of the stent graft. The presence of contrast was attributed to regrograde flow from a lumbar vessel. A CT scan performed on 4/25/2001 demonstrated an aneurysm diameter of 7.0 cm. A CT scan performed on 10/16/2001 demonstrated a maxium aneurysm diameter of 6.5 cm. The aneurysm was reported to be unchanged.